Manufacturer narrative:
(B)(4). The device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed motor-fault alarm. There was no patient involvement associated with the reported event. The customer also stated that the reported issue was resolved by replacing the power supply.